Event description:
(B)(4). It was reported that the patient underwent treatment with the nexstent monorail device. The patient was enrolled in (B)(6) 2008. The target lesion was a type 1 lesion, located in the left carotid artery. The reference vessel diameter was 5mm. The length was 20mm and 90% stenosis measured by nascet. No thrombus, ulceration, dissection or pseudo aneurysm present. Moderate target vessel tortuosity and 2+ calcium present. Nexstent monorail diameter was na mm diameter and 30 mm length was implanted. Cerebral protection is reported as, not being used during the procedure. Pta was performed using ultrasoft balloon dilatation catheters. Atropine 0.1 given during procedure. No peri-operative events occurred. The procedure was documented as successful and residual stenosis was 0 - 29%. Post procedure assessment (no date provided) documented patent carotid stent with 10% residual stenosis. Patient experienced complication <24 hours post procedure described as "expression afasia persisted." Information on post procedure medications administered and seriousness of event, action taken and outcome was not provided. In (B)(6) 2008, one month follow up examination reported, carotid stent patent with 10% residual stenosis. Patient presented as asymptomatic with no complications or adverse events since last visit. Neurological function unchanged since previous visit. No additional information provided.

Manufacturer narrative:
Date of event: (B)(6) 2008. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.